Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) at l2-3, the implant was placed and placement checked on a/p x-ray and then expanded. Upon obtaining a lateral x-ray, the implant was observed to be partially out the contra lateral side. It was successfully reattached. Attempted to rethread the inserter and the distraction rod into the distraction plug to collapse the implant, but was unsuccessful. Attempted to remove the distracted implant by attaching the slap hammer to engaged implant inserter and tried with great repetition to extract the implant, but was unsuccessful. The product came incontact with the patient and patient complications were unknown. The assisting surgeon verbally expressed that "the cage migrated when the cage was being distracted".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a history of a successful l3-l5 fusion, but developed instability at the l2-l3 level, for which the patient underwent revision surgery (minimally invasive lumbar laminectomy, decompression and fusion at l2 and l3 and removal of prior hardware at l3). During the procedure, the surgeon attempted to insert an ¿11 x 26 x 12-degree cage¿ into the l2-l3 disc space, but found that it was in the wrong position after expansion was deployed. Efforts to retrieve it were unsuccessful resulting in its migration into the psoas muscle. In lieu of the migrated cage, two 12 x 22mm cages were implanted at l2-l3 and the patient was closed. Apparently, the patient sustained serious injuries during the course of the procedure. It was further reported, that on: (B)(6) 2014: the patient presented with pre-op diagnosis: l2-3 spondylosis; l2-3 disk herniation with neurogenic claudication and radiculopathy; instrumented fusion l3-5. Procedure: l2-3 minimally invasive placement of pedicle screw; l2-3 decompression, microdiskectomy, placement of interbody allograft; removal of the l3 pedicle screw with replacement of l3 pedicle screw with cutting of rod between l3 and l4; attempted retrieval of migrated hardware. Per-op notes: instrumentation was chosen and 7.5x 45mm screw was placed into the l3 pedicle on the left side as well as into the right side. Attention was turned to the placement of allograft and 11x26x12 degree cage was selected and placed into the disc space with the dura being retracted medially and l3 nerve root being protected superiorly. A 12 mm disc shaver was placed into the disc spacce and this significantly loosened the interbody graft. It was able to be manipulated slightly but was not able to be pulled back into the disc space. As the graft was being manipulated itb migrated more laterally into the right paoas muscle and eventually was able to be located. Attempts were made to bluntly explore the psoas muscle to find where the cage had migrated, however it was unable to be located. X-ray revealed it to be significantly out of the disc space and the decision was made not to attempt further removal at that time. Two new interbody graft were chosen . They were 12x22mm cages. On (B)(6) 2014: the patient underwent CT abd/pelvis w/o contrast. Impression: new l2-l4 anterior and posterior fusion; foreign body along right anterior psoas region possibly related to spine surgery; adjacent gas bubbles could be related to surgery. On (B)(6) 2014: the patient presented with leg weakness. Procedure: lumbar surgical site re-exploration. The patient underwent MRI of l-spine w/o contrast. Impression: anterior and posterior spinal fusion changes from l2 through l5 with l3 and l4 laminectomies. Magnetic susceptibility artifacts at the posterior aspect of the l2-l3 interbody cage protrudes 3mm past the posterior cortex of the l3 vertebral body. However, the actual antomic location of the cage may be overestimated by this artifact, which does not appear significantly changed. The positioning of the metallic portion of the cage within the disc space on the comparison CT appears appropriate. There is surrounding protuberant low signal intensity material which extends cranially greater than caudally in the central anterior pleural space. This suggests a large disc extrusion although there could be a component of the superimposed epidural blood products as well. This results in severe central canal stenosis just above the l2-l3 joint line. There is additional areas of varying mild to moderate foraminal stenosis throughout the fusion construct. Overall the appearance of these levels is unchanged; again noted is the rectangular metallic area of the surgical material within the retroperitoneal soft tissues overlying the superficial aspect of the proximal right psoas muscle belly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.